Manufacturer narrative:
The report from the affiliate indicated that the pt was undergoing a procedure to the right common and external iliac arteries for 60% stenosis. A contralateral approach was used to access the vessel. The 6mmx4cm powerflex balloon was intact when removed from the package; it was then prepped outside the pt's body. The balloon was used for predilation three to four times (pressures unk). An easy wall stent was placed by kissing balloon technique for both arteries. The powerflex balloon was being used again for post dilation when it ruptured (pressures and inflations unk). It was safely removed, and the procedure was successfully completed with another balloon. There was no injury to the pt. The prod is available for eval and testing; however, it has not been rec'd as of today. Add'l info will be submitted within 30 days of receipt.

Event description:
Balloon rupture.